Event description:
Additional information reported the patient had experienced ¿increasing impedances and decreasing therapeutic effect on all contact points¿ and that these ¿problems occurred gradually.¿

Manufacturer narrative:
Concomitant products: product ID 37085-40, serial# (B)(4), explanted: (B)(6) 2015, type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
(B)(4). Since (B)(6) 2014 impedances with all four contact points increased gradually on the left side electrode. Impedances were reported as high but a specific value was not given. The implantable neurostimulator (ins) was placed underneath the muscle tissue, under the pectoralis major muscle. In the course of two years electrical dysfunction started to occur. The patient experienced loss of stimulation and therapeutic effect. There was a break/fracture in the 40 cm flexcoil extension, lead was implanted underneath the muscle. It was noted the flexcoil was dysfunctional. Possibly the combination of a relatively short extension cable and fragile thin distal part of the flexcoil placed underneath the muscle tissue caused the problems. The patient was hospitalized and underwent a surgical explant and replacement procedure. Re-implantation of new extension leads left and right side was done. Both extensions will be returned to the device manufacturer for testing. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the extension body conductor was broken 5-10cm from the proximal end. All the conductors were broken at 7.9cm from the proximal end. Stylet coil was kinked was 4.3cm from proximal end. Device analysis for extension (B)(4) revealed no anomaly found.

Event description:
It was confirmed that the reason for placement underneath the pectoralis major muscle was because of the ins shape and form. No bents or sharp turns were reported. The patient was fine now and therapy was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).